Manufacturer narrative:
Device evaluated by MFR.: the stent delivery system (sds) was returned for analysis with the guide catheter. A visual examination of the crimped stent found the stent damaged with struts distorted, bunched and overlapping. The stent moved distally on the balloon over the distal markerband exposing the balloon wall for approximately 9mm on the proximal side. The balloon cones were reviewed and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. Crimp markings were evident on the exposed portion of the balloon wall indicating crimp contact between the coated stent and balloon. The bumper tip of the device showed signs of damage to the distal edge of the tip. A visual and tactile examination found multiple slight kinks along the hypotube shaft. This type of damage is consistent with excessive force being applied to the delivery system. A visual and tactile examination of the outer and mid-shaft section found no issues. The inner lumen and bi-component bond showed no signs of damage or strain. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable cause of the reported difficulties may be due interaction with another device. (B)(4).

Event description:
It was reported that stent damage occurred. The target lesion was located in the left anterior descending (lad) artery. After a 145 guidezilla¿ guide extension catheter was advanced, a 4.00x28mm promus premier¿ drug-eluting stent was advanced to treat the lesion. However, during the procedure, the promus premier¿ stent got hung up on the proximal edge of the guidezilla¿ guide extension catheter and the stent was crinkled. The promus premier¿ stent and guidezilla¿ guide extension catheter were then pulled out. Subsequently, a switch-it was placed, a non-bsc guide wire and guide extension catheter were advanced, and another 4.00x28mm stent was successfully deployed and the procedure was completed. No patient complications were reported.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that stent damage occurred. The target lesion was located in the left anterior descending (lad) artery. After a 145 guidezilla guide extension catheter was advanced, a 4.00x28mm promus premier drug-eluting stent was advanced to treat the lesion. However, during the procedure, the promus premier stent got hung up on the proximal edge of the guidezilla guide extension catheter and the stent was crinkled. The promus premier stent and guidezilla guide extension catheter were then pulled out. Subsequently, a switch-it was placed, a non-bsc guide wire and guide extension catheter were advanced, and another 4.00x28mm stent was successfully deployed and the procedure was completed. No patient complications were reported.